Event description:
The customer reported receiving a failed battery test alarm. Troubleshooting was performed, and the insulin pump had a blank display. Instructed the customer to remove and to insert a new battery, but the anomaly continued. At the end of the call, the customer stated being in the emergency room due to high blood glucose over 600mg/dl. The caller stated that she had a virus and diabetes ketoacidosis. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the battery test due to a faulty battery tube. Unable to confirm a blank display. Further testing could not be performed due to the failed battery test. The device had a scratched display window, cracked case at the screen corners, cracked reservoir tube, and cracked battery tube threads.